Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was an emergency room visit for their high blood glucose levels. Customer reported that he had an accident and was admitted into the emergency room. Customer believes that the infusion set cannula was crimped. Customer's blood glucose levels at the time of the emergency room visit were not included in the report. Customer's high blood glucose was treated with insulin. Customer was wearing the insulin pump at the time of the emergency room visit. Product is not being returned or replaced.